Manufacturer narrative:
Date sent to the FDA: 02/08/2021. Additional h6 component code: g07002 ¿ conforming device. A manufacturing record evaluation was performed for the finished device pgh490 batch number, and no non-conformances related to the reported complaint condition were identified. Additional h-3 summary: it was received for evaluation a sealed box (12 ea.) And opened box with six unopened samples of product code 8556g, lot pgh490. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed, and the pull force were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted and the actual complaint sample was not returned for analysis. Additional information was requested, and the following was obtained: any adverse patient consequences? No. Procedure date? Customer can¿t provide this information since it wasn¿t recorded by the theatre staff. I was told it happened on multiple occasions only and reported it on the same day when I received the complaint. Product code/lot number if available? - pgh490. In note a-4938731, it states ¿408557h ¿. What does that refer to? Is that supposed to be a product code or a lot number? They provided the incorrect product codes, it should be 8556g. The event states ¿this has happened with multiple surgeons¿. Yes and since the staff did not take notes of the incidents they are unable to provide more information was the specific number of patients provided? If yes, how many patients? No information supplied. Were pcs created for each patient? If yes, please provide the pc numbers. Not applicable. If pcs were not created, please create as appropriate. I have only received one complaint. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 02/08/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Any adverse patient consequences? Procedure date? Product code/lot number if available? In note a-4938731, it states ¿408557h ¿. What does that refer to? Is that supposed to be a product code or a lot number? The event states ¿this has happened with multiple surgeons¿. Was the specific number of patients provided? If yes, how many patients? Were pcs created for each patient? If yes, please provide the pc numbers. If pcs were not created, please create as appropriate. Note: event reported in (B)(4). The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a cardiac surgery on an unknown date and suture was used. During vessel anastomosis, the suture strand came off from the needle. There were no adverse patient consequences reported. Additional information has been requested.